Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was blank. The local knob control and the controls on the central control monitor (ccm) were used. About an hour into the case, the display came back on and worked normally. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The service repair technician (srt) could not duplicate the reported complaint. He performed an external and internal physical inspection all components were within specification. The display functioned as intended. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pump display output was visible, readable, and steady. The pump was ran over night continuously and the display was still on the next day. There were no supply voltage failures during the time the pump was running. Inspection of the printed circuit boards (pcb) did not reveal any apparent defects. The roller pump display functioned as intended.

Manufacturer narrative:
H3: 81: evaluation is in progress, but not yet concluded.